Event description:
It was reported that the physician was trying to put in the glenosphere. The tip of the mwj130 bent. A replacement from another set and that one bent as well. The physician used other means to remove the glenosphere.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device disposition unknown.

Event description:
It was reported that the physician was trying to put in the glenosphere. The tip of the mwj130 bent. A replacement from another set and that one bent as well. The physician used other means to remove the glenosphere.